Event description:
In 2001, pt underwent attempted laparoscopic cholecystectomy with conversion to open cholecystectomy and intraoperative cholangiogram for acalculus cholecystitis. A conmed bend-a-beam handpiece was utilized during this surgery. In 2002, a CT of the abdomen with contrast revealed a metallic needle-like object in the abdomen. Five weeks later, surgery for removal of foreign body was performed. A metallic needle-like object resembling the tungsten needle tip from the conmed bend-a-beam handpiece was removed from the pt's abdomen.